Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735767, serial/lot #:(B)(6), product ID: 9735798, serial/lot #: (B)(6) h2-3) the cable was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. The cable had no physical damage with no opens or shorts detected. Codes: b01, c19, d14 h2-3) the injector was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. The injector had no physical damage. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735767, serial/lot #: -, ubd: , UDI#: ; product ID: 9735798, serial/lot #: -, ubd: , UDI#: h6: multiple annex g codes were coded for this event. G02004 was coded for product 9735767. G02027 was coded for product 9735798. Multiple annex a codes were coded for this event. A05 was coded for no led's on the camera. A1102 was coded for the "localizer not connected" message. H3, h6: the system was serviced in the field and the poe box and connection cable were replaced. An optical communication failure was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed "localizer not connected" and no leds are present on the camera. The manufacturer representative (rep) was unable to troubleshoot at the time as the rep was covering a case. The system was switching between localizer not connected and localizer faulted. The rep went into ndi toolbox and found "incompatible firmware versions...system programming fault...firmware update required." Reseated the cable between the o-ring and the power over ethernet (poe), and rebooted the system. The system booted up with no further errors. Checked ndi and warning message had displayed. Performed another reboot and system was working as intended. There was no patient involvement.